Manufacturer narrative:
Mfg date: 06/2015. Based on the available information, this event is deemed a reportable malfunction. No patient harm was reported. Additional information has been requested but not received to date. When additional information becomes available, a follow-up report will be submitted.

Event description:
Reporter stated the immediately after the foley catheter was inserted and the device was connected, there was "urine leakage observed at the welding point between the sampling port and the non-return valve." Reporter stated the device was changed. Reporter provided no further details.

Manufacturer narrative:
No previous investigations are available. After detailed batch review, no discrepancies (includes non-conformances/deviations) were found. A nonconformance (nc) was opened. On the basis of information received the investigation concludes that the root cause for the issue of "leaking on place connection between the nrv-house and the t-connector" cannot be identified. Therefore, the nc investigation has been closed. This complaint will also be closed without further action. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).